Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but nine (9) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Fm was observed embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and therefore is considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. E.1. Initial reporter city: (B)(6). H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: "tube box stained" foreign matter in tube.